Event description:
Blank screen on power-up [device issue]. Case description: this initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax dsir # (B)(4). The device was not in use on a pt. On (B)(6) 2014, the rt reported a blank screen on inomax dsir #(B)(4) , which occurred on power up, not on a pt. It was reported that the device set up was reviewed, the power up was cycled to standby and then on, but the display remained blank after boot up and alarm sounded. The pump could be heard to be running.

Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called to speak with ikaria technical services regarding a device issue with inomax dsir # (B)(4). The device was not in use on a pt. (B)(4). Device investigation was completed on (B)(4) 2014. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service eval. Case comment: (B)(4) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious injury adverse event (refer to MDR # 3004531588-2013-00023). Eval summary: inomax dsir serial number (B)(4) was returned to the MFR for service investigation. The ikaria regional service center (rsc) reviewed the device log and confirmed the reported complaint-a blank screen that occurred on power up. The service log review revealed delivery failure (df) alarm due to backlight current below minimum (minimum: 800 counts, actual value: 612 counts) consistent with a failed display backlight rsc investigation also experienced a blank display at boot up and replaced the display. A full functional test was performed and the device operated according to specs, so it was returned to the device service pool. This condition will be tracked and trended under ikaria's quality system this case did not result in an adverse event; however it is being submitted to regulatory authorities because the display-backlight failure has occurred in the past and resulted in a serious adverse event (MDR 3004531586-2013-00023).